Manufacturer narrative:
Investigation results: our quality engineer inspected the video submitted for evaluation. Your report of catheter damage was confirmed from one video that was provided for investigation and the cause appeared to be associated with use. The video showed an 18g insyte autoguard IV catheter with the needle protruding through the side of the catheter tubing. What appeared to be blood residue was visible within the catheter tubing, catheter adapter, and flash chamber. The section of tubing between the needle puncture site and the catheter tip contained blood residue, which indicates that both the needle and IV catheter tubing likely accessed the vessel and the damage occurred after insertion. No defects associated with the manufacturing process were identified on the returned sample.

Event description:
No additional information.

Manufacturer narrative:
Complaint reviewed. This information was provided in MFR report#: 1710034-2025-00482, but it was determined that the primary failure is different and that it should have its own MDR report. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: the nurse that noticed the issue reports: she inserted the cathlon into the patient once she got flashback, she tried to advance the catheter. Noticed the catheter would not advance. She then pushed the button to retract the needle. The needle did not retract. The nurse had to abort the whole IV due to it being defective. No harm to patient or staff (besides the patient needing another IV poke for IV access). Near miss for patient (torn cathlon) and nurse (exposed needle).